Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, as the physician was throwing the mesh leg through the sacrospinous ligament with the capio device, the lead suture with the needle at the end detached and was captured inside the capio cage. The physician completed the procedure with another pinnacle anterior/apical pfr kit, without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.